Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the circumflex (cx) and left anterior descending (lad) artery. However, ivus was used and given the luminal area size of the cx it was decided not to treat that vessel. Orbital atherectomy was performed in the lad with initial speed of 80,000 rpm and went up to 120,000 rpm. Post atherectomy the vessel was pre-dilated with an unspecified balloon and the 3.0x48mm xience skypoint was deployed in the proximal to mid lad. Angio revealed distal under expansion of the stent. Therefore, a non-abbott balloon was inflated; however, during inflation the stent perforated the lad. Resuscitation was performed, pericardial drainage was performed; however, the unspecified covered stent could not cross. Perforation initially was covered by reinflating the balloon and additional angioplasty was performed after the stent failed to cross. A second attempt was made and the covered was implanted successfully. Cardiopulmonary resuscitation was performed for 45 minutes; however, patient died. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulty cannot be determined; however, the subsequent treatment and patient effect(s) appears to be related to the operational context of the procedure. It was reported that after stent deployment, the stent was noted to be under expanded (patient-device incompatibility). Factors that may contribute to patient-device incompatibility (wall apposition) include, but are not limited to, stent placement technique, patient anatomical morphology (calcification, tortuosity), inflation technique during deployment, or under sizing of the vessel. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported patient-device incompatibility (wall apposition). A medical review of the reported information was performed. The reviewer concluded that ¿due to the information provided, it can be definitively stated that the xience skypoint stent was most likely an indirect contributor to this patient¿s death. In addition to the patient¿s advanced age and past medical history of known coronary artery disease (cad), the non-abbott post-dilatation balloon caused the perforation, and the unknown covered stent failed to cross the perforation, elongating the length of time the perforation was bleeding into the pericardium.¿ the reported patient effects of death, perforation and cardiac tamponade are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.